Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing noise resulting in inhibition of pacing. The patient was dependent. Lead damage was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-03806. Final analysis found that the insulation was abraded at 6.4 cm to 6.6 cm from the connector pin. The lead was also found to be wrinkled in this region. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise and insulation anomaly.